Manufacturer narrative:
The reported event was patient deceased. A partial lead was returned for analysis in one piece measuring 8.9cm. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-34007, related manufacturer reference number: 2017865-2021-34021. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was cardiopulmonary arrest. No additional information was reported.